Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. Although a root cause could not be determined, it was presumed from the provided information that the foreign material could not be removed due to physical damage of the device. Olympus will continue to monitor field performance for this device.